Event description:
Customer reported the alarm is broken and could not provide any add'l info. Customer did not provide a date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit found that the alarm sounds continuously when using a sensor pad, even with weight on the sensor pad. The pins in the rj-11 receptacle have been pushed down and one battery spring is bent. Note: instructions for use state - hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four new "aa" alkaline batteries. Take care not to damage battery contacts. (B)(4).